Manufacturer narrative:
Investigation summary: examination of the reported devices was not possible as they were not returned. Two x-ray images were provided: one a/p view and one m/l view. No dates are printed on the images, so x-ray dates cannot be confirmed. Reduced radiographic density is apparent under lateral side of tibial plateau. . A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Leeds investigation (B)(4) 2013. Conclusion and justification status: following investigation by depuy u.s. And leeds bioengineering, it was concluded that: it is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Two x-ray images were provided: one a/p view and one m/l view. No dates are printed on the images, so x-ray dates cannot be confirmed. Reduced radiographic density is apparent under lateral side of tibial plateau. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: pain.